Event description:
It was reported that following a perm implant on (B)(6) 2022, the patient experienced leg weakness and difficulty moving in both legs. As a result, the physician explanted the entire system on (B)(6) 2022. Post-operatively, the patient regained full control and fully recovered.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.